Event description:
It was reported that a valve leak occurred. The patient was undergoing a left atrial appendage closure (laac) procedure. The physician prepared the watchman® access system by closing the valve and flushing it. During introduction trough the groin, the physician was unable to close the hemostasis valve of the watchman® access system. The procedure was completed with another of the same device and no patient complications were reported.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).